Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the terminal segment of the lead was only returned severed appropriately 8.2 centimeters from the terminal pin. There was no conductors damage/fractured noted on the returned segment of the lead other than where it was severed. Resistance testing confirmed the lead was electrically continuous. Analysis was unable to confirm the allegation made against the lead in the field.

Event description:
It was reported that during routine explant of another manufacturer's pacemaker, this right ventricular (rv) lead fractured near the terminal end upon removal from the device header. The lead was successfully explanted and replaced. No additional adverse patient effects were reported.